Event description:
During elective lasik procedure to reduce myopic astigmatism using the innovatome keratome, the anterior chamber was entered, causing corneal perforation, stripped descemet membrane, iris damage and cataract. The innovatome (microkeratome) may have been incorrectly assembled. The surgery was done elsewhere.